Manufacturer narrative:
The catheter was returned without supplied introducer. No blood was visible on the returned components. Catheter was visually inspected and no visual defects were found on the catheter. The balloon was aspirated to remove any air from it and an attempt was made to pass the catheter through the stock introducer. The catheter passes easily through the stock introducer. Visual inspection was performed with an unaided eye. The catheter was inserted into the introducer by hand. Review of manufacturing records was performed and there were no nonconformances noted. Instructions for use were reviewed and acceptable. The returned endoplege coronary device did pass through the stock introducer during product evaluation. Difficulty can be experienced in passing the catheter through the introducer if the balloon attached to it is not fully deflated before passing the catheter through the introducer. The defect reported in this complaint could not be confirmed. Since the root cause cannot be determined, a CAPA will not be initiated at this time. Trends will continue to be monitored on a monthly basis and if further action is required, appropriate investigations will be performed.

Event description:
It was reported that the endoplege coronary sinus catheter would not fit through the introducer. No injury reported.

Manufacturer narrative:
Device has arrived for evaluation and is currently under decontamination. Pending evaluation into root cause of reported complaint.